Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the 6-year migration characteristics of a hydroxyapatite-coated femoral stem" written by stuart a. Callary, bappsc, david g. Campbell, bm bs, phd, fracs, graham e. Mercer, mbbs, fracs, faortha, kjell g. Nilsson, md, phd, and john r. Field, dvsc, phd published by the journal of arthroplasty vol. 27 no. 7 2012 accepted by publisher 5 december 2011 was reviewed. The article's purpose was complete investigation of midterm subsidence of the corail stem utilizing radiographic images that were taken at 3-4 days, 6 months, 1 year, 2 years and 6 years postoperatively. Data was compiled from 23 patients between 55 and 80 years old who received corail stem, pinnacle cups, and mop bearing surfaces. The findings were ranges of -.33 to 3.68 mm for distal migration and subsidence and -1.33 to 7.48 degrees for retroversion rotation. The article notes one patient who sustained an intraoperative femoral fracture recorded 7.3 mm of stem subsidence and 10 degree of retroversion rotation with no further subsidence or rotation after the 6 month period. The article does not provide adequate information to determine exact quantities. The article focuses on the stem and does not report on adverse events associated with other product.